Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2021, plasma exchange was performed for the patient, and the right femoral venous puncture catheter was indwelled. After the puncture, the first and second plasma exchange procedures went smoothly. During the interval of plasma exchange on (B)(6) during the process of flushing and sealing the catheter, an air and blood leakage were found from the catheter line (closing to the hub y-connector-bifurcate). After careful inspection, it was found that the connection between the catheter line and the joint was broken (on the catheter's body), and it was removed because it could not meet the needs of sensory control and continuous of treatment. There was a blood loss of about 10ml and blood transfusion was not required. They stopped the crrt (continuous renal replacement therapy) treatment and replaced the catheter to resolved the issue. Nothing unusual was observed on the device prior to use, there was no other product utilized with the device, there was no defects/damages found on the product where the leak was observed, re-puncture of the treatment was provided as the medical intervention done to the patient and there was no air embolism noted on the patient. There was no luer adapter issue, chlorhexidine alcohol was the cleaning agent used on the device and to clean the adapters. The adapters was manually tighten, the cleaning agent was allowed to dry thoroughly prior to applying the ointment to the area and the clamp was moved periodically. There was no reported patient injury.